Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2017, that on (B)(6) 2017, the transmitter stopped working. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the transmitter stopped working could not be confirmed. A root cause could not be determined via data.